Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer had a 32100 error. The surgery was aborted with no reported patient injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the procedure couldn¿t be started. Instead, it was postponed for the next day. The error was cleared by reseating the acp3 as well as the brake cables. There was no patient was harmed.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse reseated the acp3 and brake cables to resolve the issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to improper customer setup. Based on fse field evaluation, the system issue was due to a loosely connected, improperly seated, or disconnected acp3 and brake cable. It can be resolved by reseating the parts and power cycling the system, if necessary.